Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cartridge leak. It was reported insulin was observed ¿coming out of the pump.¿ it was reported that the patient¿s blood glucose on (B)(6) 2017 was 25 mmol/l with excess urination. The reported health event does not qualify as a serious injury. No medical intervention was required. The reporter noted the pump¿s basal rate and bolus settings were recently changed by a healthcare provider. This complaint is being reported because a leak in the cartridge can result in under delivery.